Manufacturer narrative:
(B)(6) 2026 evaluation tech: (B)(6). W2d reg, needle valve, hp flow cntrl build up/debris. Poor water flow through the needle valve. Low oscillation due to trouble with the steri-mate handpiece. Recommend checking all 25k inserts being used are not worn, corroded, damaged and /or clogged. Also, checking water supply shut - off valves are open, water pressure 20 -40 psi is being supplied to the unit and handpiece cable's lavage control is properly adjusted. Worn tips can cause the use of excessive pressure and time while scaling, which results in discomfort for both clinician and patient. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. DHR review is not required because the product was returned for evaluation, and the described failure mode is a known hazard.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron bobcat pro g130, they allege that the water stopped flowing during use nd the insert heated up; no injury resulted.